Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine follow-up visits the left ventricular (lv) lead exhibited high thresholds. X-ray revealed that the lv lead had dislodged into the coronary sinus. The lv lead was programmed off, and was explanted and replaced. No patient com plications have been reported as a result of this event.